Event description:
It was reported that the pt had a (B)(6) infection. The pt had complained of tenderness at the implant site, right hand mastoid, and right neck and chest. The device was explanted and replaced. The pt recovered without sequela.

Manufacturer narrative:
(B)(4). The stimulator and leads have been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete. Reason for late MDR due to implementation of process improvement.